Event description:
It was reported that, the "spider 2 tenet" was leaking hydraulic fluid. The incident occurred after the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Description typo corrected.

Event description:
It was reported that, the "soider 2 tenet" was leaking hydraulic fluid. The incident occurred after the procedure; therefore, there was no patient involvement.

Event description:
It was reported that, the "soider 2 tenet" was leaking hydraulic fluid. It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.